Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned embolic protection system (eps) found no blood visible, consistent with no patient involvement. There was saline on the shaft of the eps. The filtration element, barewire, torque device, and delivery catheter were returned. The tray was not returned. The filtration element was not loaded into the delivery catheter pod (dc pod). The filtration element was returned on the barewire distal to the dc pod. The dc pod was torn distal to the marker for a length of 7 mm. The dc pod had separated 7 mm distal to the marker and was located on the barewire proximal to the filtration element. The fracture faces of the dc pod were jagged and wrinkled for a length of 4 mm proximal to the separation and 6mm distal to the separation. There was a kink in the core of the barewire 6cm proximal to the tip ball. There was no other damage noted to the eps. The red locking clip was returned clamped on the delivery catheter handle. The torque device was returned secured on the wire 2 cm distal to the silver portion of the bare wire. The inability to load the filtration element into the delivery catheter pod during preparation for use can be affected by numerous factors including, but not limited to, damage to the pod, the pod inner diameter may be too narrow, the pod length may be too short, the pusher length may be too long, the loading funnel inner diameter may be too narrow, not using the torque device and/or physician technique. To ensure this is not a manufacturing deficiency, all emboshield nav 6 pods are 100% dimensionally inspected for inner and outer diameter, wall thickness and pod length and a 100% in process inspection is performed to ensure appropriate polyimide pusher trim length. Due to the damage noted to the dc pod, the inner diameter of the dc pod and the dc pod length could not be measured. The pusher length was measured and met manufacturing criteria. Additionally, due to the damage noted to the dc pod an attempt was not made to load the filtration element into the dc pod during functional testing. However, the returned filtration element and barewire were used with a new delivery catheter and they were loaded into a new tray and there was no resistance noted. The tip of the barewire was tugged on to confirm the core was intact. In this case, the damage to the dc pod and kink in the barewire were not noted during the inspection prior to use, suggesting that the damage likely occurred during the procedural attempts to load the filtration element into the pod. This type of damage may also occur if the filter is not loaded into the pod with the support of the packaging funnel. Based on the severity of the pod damage, this would suggest excessive force was applied while attempting to load the filtration element into the pod. A review of the finished device lot history record did not reveal any nonconforming material records for this lot that could have contributed to this report. A definitive cause for the reported difficulty to load could not be determined; however, the pod and barewire damage appears to be related to difficulties loading the pod/operational context.

Event description:
It was reported that the nav 6 was prepped, but could not be loaded due to a defective tip. The device never entered the patient. A new nav 6 was used to continue the procedure. No additional information was provided. During return device analysis, the dc pod was observed to be separated.